Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer manually removed pieces of tampon from inside and experienced an odor which led her to see her doctor. She was diagnosed with a bacterial infection and prescribed medicine for infection.